Event description:
It was reported "misfire/jamming - info not provided". To complete the procedure, another deviced was used. The patient's current condition is reported as "unknown". No addition information has been available or provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot number 73d2401061 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "misfire/jamming - info not provided". To complete the procedure, another deviced was used. The patient's current condition is reported as "unknown". No addition information has been available or provided.

Event description:
It was reported "misfire/jamming - info not provided". To complete the procedure, another device was used. The patient's current condition is reported as "unknown". No addition information has been available or provided.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Staples could not be fired from the device due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature.